Event description:
It was reported that during implant attempt the physician damaged the lead and wanted a new one. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the lead was stretched. It was noted that the proximal conductor was distorted, all conductors are stretched, the inner insulation was kinked buckled, the inner tubing was kinked/ buckled, there was blood in/on the helix/lobe mechanism, and visual analysis revealed the lead was damaged at implant.